Event description:
When drilling the femoral tunnel the tip of the 2.7mm passing pin became separated and imbedded in the bone. The surgeon spent 20-25 minutes, but was unable to remove the 10-14mm piece of the passing pin. A backup set was used to complete surgery.